Event description:
It was reported that the pump's battery was depleting too quickly, although it did not lead to a shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.